Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Customer reports they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. Customer has experienced multiple unexpected restart alarms after battery change. The customer¿s blood glucose level was 131 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.(B)(4).